Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly and that an occlusion alarm occurred. Additionally, it was reported that the customer had not updated their time after daylight savings. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose (bg) level was 559 mg/dl. Reportedly the customer went to the emergency room (ER) where they were treated intravenously with fluids of saline and insulin. The customer was released from the ER the same day with no permanent damage. Customer resumed insulin delivery successfully.